Event description:
Their customer reported : "the metal seems to be very poor quality as they have chipped and scrated. We have gomcos at the saratoga office that we have been using for 9 years that dont have a single scratch on them , wondering if there is something we can do about that ?"

Manufacturer narrative:
The pictures showed deep scratching and brass showing.